Event description:
The customer reported a motor error alarm during the rewind process. Troubleshooting revealed a flush drive support cap. The reported blood glucose reading at the time of the call was 328 mg/dl. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Motor error alarms during rewind due to corroded motor home switch. Drive support disk was inspected and no anomaly was noted. The insulin pump had scratched lcd window. The insulin pump received without original belt clip.